Event description:
It was reported that when they flipped power switch on and tapped the power icon during a cori assisted sawbone demo, the tablet booted to bios screen (the only things plugged in were the tablet, camera, and power cord). The keyboard was connected and the bios had no selection options for under the boot/uefi section. So, they found small hex keys to undo the top of the cori and were able to get all of them out except the top left (when looking at the top of the console with the word "cori" reading from left to right. Inside the system they push down on a chip that was on the left front of the interior (near the blue cable connection)). After that, the real intelligence cori system booted normally. However, it crashed and brought them back to bios after about 30 seconds of a normal boot. It was pressed down again, and they were able to continue with the demo. No patient was involved.

Manufacturer narrative:
H3, h6: the real intelligence cori, p/n rob10024, sn (B)(6) , intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The system when turned on, does not boot or show any video. The console was opened up and it was found there is an intermittent micro-chip connection. The most likely cause of this event is a loose connection on motherboard. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.